Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8197942, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-20. Medical device lot #: 8197943, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ hypodermic syringe with needle had label issues before use.

Event description:
It was reported that bd plastipak¿ hypodermic syringe with needle had label issues before use.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking issue ¿ double printing. The probable cause for the printing occurrence is related to a failure system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. To improve the marking process it were performed the follow activities, according the maintenance order (B)(4). Cleaning and polishing of marking drum; replacement of doctor blade; pad¿s replacement; marking pins replacement and adjustment; adjustment and replacement of lower gears; replacement of inferior bearings; adjustment of ink transfer roll; air system correction; installation of brake control board; new axis at printing table; the incident identified from this complaint will be monitored for trend evaluation.